Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of our examination lights ¿ lucea 10 rail. As it was stated and confirmed with the photographic evidence, the covers were damaged with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off during examination may lead to potential infection of the patient. Based on the information collected, it was established that when the event occurred, surgical light did not meet their specification, since covers were damaged with missing particles could be considered as a technical deficiency, and in this way the device contributed to the event. The provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. The review of received customer product complaints related to the investigated issue revealed that there were no injuries to a user nor to a patient or operator when this malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the covers were damaged with missing particles is moderate. As per expertise performed by the subject matter expert at manufacturing site the cracks detected on the handle interface and transparent cover fixing points were probably caused by improper use, collisions, incompatible cleaning products or protocol. To prevent any incident the user manual for lucea 10/40 (IFU 01701 en 12) on page 22 mentions to check the integrity of the light heads during daily inspection. Furthermore, the same user manual on pages 29-30 explains how to clean and disinfect the light heads. This document includes some recommended products and some prohibited products. In order to avoid torques applied on the transparent housing during use the user manual for lucea 10/40 (IFU 01701 en 12) on page 25 mentions to handle the light head by the handle. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 6th june 2023 getinge became aware of an issue with one of our examination lights ¿ lucea 10 rail. As it was stated and confirmed with the photographic evidence, the covers were damaged with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off during examination may lead to potential infection of the patient.